Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the manufacturer representative (rep) stated that they were trying to refill the pump and got a message that the pump was unusable due to end of service and the alarm would continue to sound until the pump is shut down and to contact medtronic for assistance. The rep stated they didn't hear an alarm, but the patient said there was an alarm at one point prior to this visit some days prior. The healthcare provider (hcp) initially thought eos would be in october but based on implant date of (B)(6) 2019 it should have reached eos in february. The hcp was able to find a previous report that showed replace pump by 2026-feb-03. The rep stated the patient complained of increased pain recently.